Event description:
Glass shattered in the nurses hand [device breakage] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device breakage and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 20-feb-2025, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 0.5mg/5ml prefilled syringe(glass) (dose, route, frequency and therapy dates not reported) (ndc: 70121-1705-01, lot no: ap240248, exp. Date: 31-may-2026) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. On an unknown date, there was one instance where a rn was administering atropine sulfate 0.5 mg/5ml prefilled syringe (glass) to a patient and the glass shattered in the nurses hand. No injuries to nurse or patient. Last action taken with atropine sulfate injection in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device breakage and no adverse event was unknown. The reporter did not provide causality of device breakage and no adverse event with respect to atropine sulfate. This case was considered as serious. The reportability of this case was expedited.

Event description:
Glass shattered in the nurses hand [device breakage]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device breakage and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 20-feb-2025, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 0.5mg/5ml prefilled syringe(glass) (dose, route, frequency and therapy dates not reported) (ndc: 70121-1705-01, lot no: ap240248, exp. Date: 31-may-2026) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. On an unknown date, there was one instance where a rn was administering atropine sulfate 0.5 mg/5ml prefilled syringe (glass) to a patient and the glass shattered in the nurses hand. No injuries to nurse or patient. Last action taken with atropine sulfate injection in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device breakage and no adverse event was unknown. The reporter did not provide causality of device breakage and no adverse event with respect to atropine sulfate. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 30-jul-2025. New information received includes qa investigation report attached with this case. A complaint was received from technician supervisor of tahoe forest health system for the product atropine sulfate injection, usp 0.5 mg/5 ml (0.1 mg/ml) lot no: ap240248 regarding glass shattered in the nurse hand. The complaint stated that when nurse was administering the medication to the patient and glass on the neck of the atropine syringe broke in nurse hand. No injuries reported to nurse or patient. The nurse believes this happened because they are trying new needleless clave and this clave was the cause of the break. She stated that the complaint sample and photograph were not available as the complaint sample discarded. Review of previous vendor in-coming material complaint investigation that there is no specific systemic root cause identified the occurrence could not be substantiated or corroborated to any schott poonawalla operations and non-systemic in nature. Connector compatibility study has been performed in accordance with iso (B)(4). The pfs barrel tip are compatible with standard IV connector. At schott poonawala studies demonstrate subjected pfs barrel tip are compatible with reference connector cl and c3 as per iso (B)(4). Review of batch processing and controls during manufacturing, finished product retained sample and reserved sample of glass syringe visual examination, review of packing material used in complaint lot, review of product packing and controls, review of finished product analysis result, review of stability data and historical review no unusual observation which could be attributed to reported complaint. The complainant stated that this happened because they are trying a new needleless clave and this clave has caused the break there might be possibility that complainant had mishandled the ovs tip while trial process and 'or used incompatible ovs connector for connection with pfs which may led to reported complaint. Based on amneal and vendor investigation reported complaint stands non-substantiated. Last action taken with atropine sulfate injection in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device breakage and no adverse event was unknown. The reporter did not provide causality of device breakage and no adverse event with respect to atropine sulfate. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.